Event description:
Patient reported right side infection, and that "the doctors would not take the expanders out and place implants in until the infection cleared up, so they had to wait 8 months before getting the implants in". Patient reported being hospitalized and receiving IV antibiotic as treatment. Additionally reported was "bone aches" which has been deemed not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection; tissue expander placed for 8 months.